Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of high blood glucose readings and hospitalization from the insulin pump. The customer's blood glucose reading was over 600 mg/dl. The customer stated that she was admitted to the hospital for diabetic ketoacidosis. The customer had symptoms such as vomiting and weakness. The customer was treated with fluid. The customer also stated that there was a low battery alert from the insulin pump. The battery did not last more than 1 week. The customer stated that the battery indictor showed less than 2 bars. The customer was recommended that the energizer aaa alkaline battery is best for the pump's use. The customer stated that she used the energizer aaa alkaline battery. The customer stated that she still experienced low battery life. The customer will be sent a replacement battery cap. The customer was advised to call back if issues persist.